Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has alarmed pump error 35. A broken force sensor was detected during seating or regular delivery. The blood glucose reading was 6 mmol/l. The customer was not able to clear the alarm, check the alarm history, or rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The customer will place the insulin pump in storage mode. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, with corrosion on the motor and force sensor. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify broken force sensor alarm due to blank display. No moisture damage was found on the keypad assembly. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay and minor scratched lcd window.